Event description:
It was reported that, during surgery, while inserting the "bioraptor knotless suture anchor" it was bent at the tip and could not be driven into the bone. The procedure was successfully completed without delay using a back-up device in the same bone hole. The patient was not harmed.

Manufacturer narrative:
The reported bioraptor knotless suture anchor, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor was bent. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: damaged during use on an off label procedure (knee). The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.